Event description:
"46 x 100 relay device implanted on (B)(6) 2018 at the edge of the lsa (along with a 38 x 100 device more distal, and overlapping the 46 x 100 approximately 50 mm form the proximal edge of the 46 100) (50/50 overlap). Patient underwent CT scan (B)(6) 2018, which showed pinhole jet leak in 46 x 100 relay, in the area near the second covered stent, in a superior vector (contrast was jetting superior to the endograft, into the aneurysm sac). Patient received a 46 x 150 relay on (B)(6) 2018, which caused the pinhole jetting of contrast to resolve (no more contrast seen outside the endograft). CT images of events available and will be sent." Patient outcome: "patient did fine no clinical sequelae."

Event description:
"46 x 100 relay device implanted on (B)(6) 2018 at the edge of the lsa (along with a 38 x 100 device more distal, and overlapping the 46 x 100 approximately 50 mm form the proximal edge of the 46 100) (50/50 overlap). Patient underwent CT scan (B)(6) 2018, which showed pinhole jet leak in 46 x 100 relay, in the area near the second covered stent, in a superior vector (contrast was jetting superior to the endograft, into the aneurysm sac). Patient received a 46 x 150 relay on (B)(6) 2018, which caused the pinhole jetting of contrast to resolve (no more contrast seen outside the endograft). CT images of events available and will be sent." Patient outcome: "patient did fine; no clinical sequelae."